Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced catheter insertion event on (B)(6) 2025. Patient experienced the symptoms of pain, edema at insulin injection site, fever and hardening in left thigh. Patient got treated with amoxycillin for seven days. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: france. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010525 in question was manufactured at the osted site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal 6010525. The count of complaint is (B)(4) which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010525 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 24-nov-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Sterilization report: sterilization report (B)(4) was reviewed for batch lot no. 6010525, no issues were identified. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010525. In question was manufactured at the osted site. Threshold analysis: a query was run on 14-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010525. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 6010525 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 24-nov-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Sterilization report: sterilization report (B)(4) was review for batch lot no. 6010525; no issues was identified. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.